Event description:
The customer reported that blood pressure alarms were not sounding through the night. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that blood pressure alarms were not sounding through the night. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to resolve the issue. The rse informed the customer that the arterial alarms do not become red alarms per the information for use (IFU) documents. There was no malfunction of the philips device. The rse informed the customer that arterial alarms will always be yellow. The issue was resolved once the customer understood arterial alarms. The device remains onsite and in use.

Event description:
The customer reported that arterial pressure alarms were not alarming as red alarms. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.